Event description:
A site reported to rxsight that a patient was implanted with the light adjustable lens (lal, sn (B)(6), 21.0d) on (B)(6) 2023. On (B)(6) 2024 an intraocular lens exchange was attempted due to patient dissatisfaction with near vision; however, the capsular bag was strongly adherent to the anterior surface of the lal optic and the lens was left in place. On (B)(6) 2025 an additional procedure was performed to implant a secondary refractive lens.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).